Event description:
The physician attempted arteriotomy closure with the closer 6 fr. Device. As the physician was tamping knot, suture was pulled out of arteriotomy site. The knot was fully intact with what appeared to be intima tissue attached to it. Patient was sent to surgery for patch repair. As of 02/2002, the patient was recovering without further incident.